Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 500mcg/ml fentanyl at 59.95mcg/day and 1.0mg/ml bupivacaine at 0.1199mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a new catheter put in and about 3 weeks post-op they had a lot of swelling in their abdomen. The patient was returning to the healthcare professional (hcp) office every 2 weeks to have the medication titrated up. The patient's hcp told the patient the swollen abdomen was not good and needed to be surgically corrected. Another hcp told the patient to "lay flat," to correct the swollen stomach, and it had been 3 months and her abdomen was still swollen. The patient has signs of withdrawal which were sweating, shaking, diarrhea, and a lot of pain. The patient saw their hcp on (B)(6) 2019 and they told the patient that the issue absolutely needed to be surgically corrected. The hcp originally planned to do surgery on (B)(6) 2019, but the hcp had to delay due to an emergency. The surgery was rescheduled for (B)(6) 2019. The patient reported the hcp will likely replace the whole catheter. The patient reported that they look 5 months pregnant and went from (B)(6) lbs to (B)(6) lbs. The patient reported that the fluid in their belly was cerebrospinal fluid (csf). The patient was in horrible pain during the time that they were being titrated. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2019-may-22. It was reported that since the catheter replacement in (B)(6) 2018, the patient had not had effective pain relief, she had fluid collecting at her pump incision site and a headache. Surgery was performed on (B)(6) 2019 to check the catheter. Upon exposing the pump pocket site, it was visualized that the sutureless connector was not "seeded well onto the pump drug exit port" and the collet on the 8780 catheter was not deployed. The catheter access port was accessed with a needle from a refill kit and the hcp was able to easily withdraw 3ml of clear fluid without any difficulty. The hcp deployed the collet on the catheter and reattached the sutureless connector onto the pump. The infusion rate was left the same as before surgery. The patient's weight was provided. It was noted the patient's o ther medications at the time of the event were: atenolol, ibuprofen, baclofen, multivitamin, omeprazole, zofran, oxycodone, seroquel, requip, and zanaflex. The patient's history included: scoliosis, rsd, osteoarthritis, pulmonary hypertension, gallstones, and hiatal hernia. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
B5, h6: updated to reflect the information received on 2019-jun-26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patients healthcare provider (hcp) via a manufacturers representative (rep) on 2019-jun-26. It was reported that the patient was having intermittent effect from the pain pump therapy and a small collection of fluid was noted at the pump pocket site. A catheter dye study was performed on (B)(6) 2019 and the results were negative. The catheter was replaced on (B)(6) 2019. Upon exposing the spinal incision site, the neurosurgeon noted that the nose of the anchor was not buried in the fascia and as result the patient's csf was leaking around the spinal catheter entry site. Entire segments of the 8780 catheter were explanted and replaced. The infusion rate remained at 500 mcg/ml of fentanyl at 75 mcg/day after priming for the newly implanted catheter segment only. The explanted catheter was discarded. The patient's weight at the time of the event was provided. No further complications were reported.